Event description:
It was reported that cartridge alarm 20 occurred and caller experienced repeated cartridge alarms with consecutive cartridges on pump, leading to concern about pump reliability. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump therapy, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details, provided instructions for storage mode and pump return within specified timeframe, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.